Event description:
It was reported that balloon tear occurred. The 95% stenosed target lesion was located in the mildy tortuous and mildy calcified iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, it was noted that the whole length of the balloon ripped apart. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.